Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the subclavian artery. After a non-bsc guide catheter was advanced, a 8.0x20x135 cm express¿ ld vascular stent was implanted in the lesion. However, when the physician tried to pull the stent delivery system (sds), it did not enter the guide catheter and it could not be removed. The sds was then removed together with the guide catheter and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the device was received for analysis. The device was returned advanced through the customers 8f guide catheter. The recommended guide size as per dfu for this device is an 8fr guide. The investigator was unable to apply a sufficient vacuum to the device to withdraw it from the customer¿s guide catheter due to a pinhole on the balloon material. A visual and microscopic examination identified that the balloon had been inflated and had not been refolded. A balloon pinhole was identified on the balloon material located approximately 2mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The stent was not returned for analysis. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified that the shaft of the device was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the subclavian artery. After a non-bsc guide catheter was advanced, a 8.0x20x135 cm express¿ ld vascular stent was implanted in the lesion. However, when the physician tried to pull the stent delivery system (sds), it did not enter the guide catheter and it could not be removed. The sds was then removed together with the guide catheter and the procedure was completed. No patient complications nor injuries were reported.